Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, for event 1: foreign material (residual liquid) adhered to distal end was confirmed. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at forceps elevator. For event 2: foreign material in lg-lens was confirmed. Since foreign material was not at external surface of the device, the material could not be removed by reprocessing. Probable cause was lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. For event 1. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the detection method in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) for event 2: the suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the air/water cylinder and suction cylinder had no color, the switch box, right/left knob and up/down knob had a scratch, due to damage on the electrical connector a noisy image occurred, the distal end had discoloration, the light guide lens and the adhesive around the objective lens had a crack, the distal end had residual liquid, and the water tightness of the forceps was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, the duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end and inside the light guide lens had foreign material and the forceps elevator had a leakage. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.